Event description:
It was reported that this implantable lead exhibited a possible infection. Reportedly the patient had hepatitis b. As of this time, the sicd with the implantable lead remains in service. No additional adverse patient effects were reported.